Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used during a spine procedure. It was reported that intra-operatively, the surgeon had to move two out of the four screws lateral. The surgeon was utilizing a different manufacturer¿s driver and tap during this procedure.